Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 1212 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was experiencing the symptoms of severe muscle spasms, intermittent episodes of clonus, and diaphoresis. The hcp had dealt with the patient and issues for some time and hoped it was a simple pump problem. There was no pruritus. There were no pump alarms, the reservoir volume was 32 cc, and the event logs were normal. It was reported that the patient was ¿rock stable for two months¿ and the symptoms began (B)(6) 2016. A 150 mcg bolus was programmed and the patient did not respond to it. The patient was put on oral baclofen. It was considered a sudden change in therapy/symptoms. Additional information was received on (B)(6) 2016 from a manufacturer representative. The patient had a fever and increased spasticity. The patient was taken to the operating room (or) on (B)(6) 2016 and the catheter was disconnected from the pump. A piece of something was inside the connector head and the connector was replaced. There were no environmental, external, or patient factors. No troubleshooting was performed. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
The partial catheter was returned to the manufacturer; received in one segment. Analysis of the catheter on 2017-jan-19 revealed a non-significant anomaly regarding dried drug, blood, or foreign material occlusion of the catheter body. The previously applied conclusion code is no longer applicable. The patient code was added regarding the previously reported 150 mcg bolus having been programmed and the patient did not respond to it. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.